Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the complaint for fallen off teflon pad. The teflon pad was found deformed and partially detached from the jaw. There were also char marks on the teflon pad. Based on similar reports, a potential cause for the damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. And ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that in the middle of a total laparoscopic hysterectomy, the teflon pad fell off but did not fall into the patient. There was no report of patient injury or of any other device damage. The procedure was completed with another similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional patient and event information. The customer included additional event details in the paperwork of the device shipment back to olympus. The patient was a 27 year old 120 pound female. During the procedure the teflon pad appeared to be melted off. The device was removed from the patient before the teflon pad could fall into the patient. The user facility has not made a voluntary FDA medwatch report for the event.